Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On 29-nov-2017, a technical support specialist (tss) followed up over-the-phone to resolve the reported complaint. Tss confirmed the reported issue and observed high retention time (rt) of 0.64 (the optimum is 0.57 to 0.61). Tss instructed the customer to tighten the wing nut of the filter, run the drain flush, and then run quality controls (qc). The qc results were within acceptable range and the retention time is 0.60 (the optimum is 0.57 to 0.61). No further action required by tss. A 13-month complaint history review and service history review for serial number (B)(4) from 29-oct-2016 through 29-nov-2017 for similar complaints was performed. There were no other complaints identified during the searched period. The g8 operator's manual under chapter 6 - troubleshooting, error 221 is #### not detect (#### is the peak ID). It's generated when a specific peak (hemoglobin fraction) could not be detected. When this occurs repeatedly with some samples, the elution buffer may have become concentrated, resulting in unidentified peak detection on chromatograms. Never mix the buffers. When the error only occurs with specific samples, a hemoglobin variant may be present. The countermeasure is to check the samples, buffers, and hemolysis & wash solution. The most probable cause of the reported event was due to a loose wing nut at filter.

Event description:
On (B)(6) 2017 a customer reported getting error 221 #### not detect (#### is the peak ID) on quality controls (qc) and patient samples on the g8 instrument. Technical support specialist (tss) provided troubleshooting over-the-phone to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.